Manufacturer narrative:
This is the same event as 3010536692-2015-01355.

Event description:
Allegedly, patient was revised due to: groin pain; difficulty in amulating, squeaking, grinding and shifting; elevated cobalt and chromium ion levels:-right.